Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2026 wherein the physician took fat from the patient's abdomen and inserted the fat around the ipg in the patient's chest. Pain has improved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.